Event description:
The hemostatic valve on this device was initially hard to flush. After implantation of the graft, the valve leaked, resulting in excessive blood loss. The graft was deployed w/o incident, and the only issue was the leaky valve. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
(B)(4) - valve leaks are not specifically addressed in the IFU. The sheath was returned in a used and contaminated condition. Check-flo discs critical dimensions are inspected during incoming quality control. An inspection of captor valve assembly is performed 100% unless otherwise specified. The valve collar is verified to be completely snapped into the valve chamber. The orientation of the check-flow discs are confirmed. The discs are also examined to verify that each is punctured and free of tears. A 16 fr piece of tubing is placed through the iris valve to confirm that the valve opens and closes w/o issue. A leak test is performed on the captor valve assembly. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each device is shipped with an IFU describing the appropriate warnings and precautions, contraindications, and the proper deployment procedure. The iris valve could not be opened and closed when rotating the valve control. The top flange was dislodged. Movement of the positioner while the iris valve is closed may have resulted in dislodgement of the iris. There was one major and one minor tear in the webbing of the discs with a positioner through the valve. The device was leaked tested using a 20cc syringe and water. The valve leaked through the iris valve with and w/o the positioner in the sheath. The valve was disassembled. The check-flow discs were examined. Each disc was torn. Damage to the check-flo discs likely resulted in leakage. We are aware of the potential for leakage through the valve and the risk associated with this failure mode. A CAPA has been initiated in regard to this failure mode. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera). Based on risk assessment per qera, risk reduction is recommended. A CAPA is currently open and addresses this failure mode.